Event description:
It was further reported that the managing physician, who had first seen this patient as of (B)(6) 2013, had no information about a staph infection surrounding his replacement in (B)(6) 2012.

Event description:
It was reported that the patient had a pump replacement in (B)(6) 2012 due to a ¿staph infection¿ (staphylococcus aureus). It was reported that the patient developed a staph infection "of the bone coming out of the spine" from surgery. It was also noted that the staph infection resolved when pump was removed. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n159303005, implanted: (B)(6) 2008, explanted: (B)(6) 2012. Product type: catheter. (B)(4).